Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device product code - ni, expiration date - ni, date implanted - ni, date explanted - ni, manufacture date ¿ ni.

Event description:
A patient underwent a left hip revision procedure due to unknown reasons. No additional information is known.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
A patient underwent a left hip revision procedure due to multiple dislocations. During the procedure, the femoral head and acetabular liner were removed and replaced.

Manufacturer narrative:
(B)(4). Implant date: approximately 20 years prior to explantation. It has been indicated that the product will not be returned to zimmer biomet, as its location is unknown. Upon review of the operative report received, the reported event was confirmed DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2016-02736 & 1825034-2017-02220.

Event description:
It was reported in medical records received that patient previously underwent multiple closed reduction procedures due to dislocation. Subsequently, patient underwent a left hip revision procedure due to instability and multiple dislocations. During the procedure, polyethylene wear, red tinged synovial fluid and corrosion of the trunnion were noted. The femoral head and acetabular liner were removed and replaced. No additional patient consequences were reported.